Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead were explanted on august 08, 1997. The device was explanted because of oversensing. During the procedure the lead was found to have damaged insulation in the terminal pin area. The device is involved in a product advisory.